Manufacturer narrative:
The field service engineer (fse) replaced the user interface (ui) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Upon further investigation, it was reported that the reported issue was observed outside of clinical use. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer called in to request the part number for a touchscreen that was no longer working. There was no patient involvement. The remote service engineer provided the customer with the part number for the replacement touchscreen.